Event description:
Customer called reporting high blood glucose levels while wearing her insulin pump. Customer's blood glucose level is 307 mg/dl. She said she had extreme thirst and frequent urination. Customer treated with her insulin pump. During trouble shooting, the drive support cap appeared normal. There was no air in the tubing. There was a tiny air bubble in the reservoir. Insulin exited the tubing during manual prime. No leaks were found. The device's history was accurate. The device failed the high pressure test twice. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer took a manual injection and her blood glucose is now 242 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Cracked battery tube threads and cracked reservoir tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.